Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator had damaged ethernet port. A field service engineer (fse) inspected the network jumper cable and found it to be damaged. The network cable was bypassed and connected directly to the bbb board. The fse removed the side panel, cut the zip ties holding the cable in place, disconnected the network cable from the router, and removed the cable from the back panel. A new jumper was installed and tightened in place. The male end was connected to the router, and the network cable was connected to the female end to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the helmer ethernet port had damaged. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the helmer ethernet port had damaged. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.